Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue mainbody of the transfer set was broken. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; however, a photo was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot; however this review did find similar complaints for this lot number for the reported problem damaged cracked / broken twist clamp. A visual inspection of the photo was performed with the naked eye and magnification. A cracked light blue main body was identified during visual inspection. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.